Manufacturer narrative:
Investigation description. A visual inspection revealed no cracks or damage to the display screen. The device powered on without issues and the touchscreen was responsive. The unlock button worked as intended, all buttons were tested and menus were navigated through, no faults were found.

Event description:
It was reported that the ilet touchscreen became unresponsive, with the bottom portion not working, after the user observed a cracked screen of unknown cause and attempted a firmware update without resolution; the issue affected interaction with the device consistent with an unresponsive key/button and implicated the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with a component failure manifesting as unresponsive input on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.